Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead helix retracted. Noted dried blood/body fluid in helix housing and tip region, normal for ingevity found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this lead was explanted due to lead pulled back and dislodged. Lead was successfully replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to product performance issue. No additional adverse patient effects were reported